Manufacturer narrative:
The reported field event of a reset was confirmed. The device was received in bvvi mode. The cause of the reset was found to be due to an uncorrectable parity error that was detected on a dma read/write. The cause of the of the uncorrectable parity error was not determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented prior to procedure. Upon review, the patient's implantable cardioverter defibrillator(ICD) was in backup vvi mode. The ICD was explanted and replaced. The patient was discharged.